Manufacturer narrative:
The product was unavailable for return as it was discarded at the facility. Therefore, an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. Additional device/patient information: it was reported to medtronic neurosurgery that the valve was tested in the microbiology department after explantation and no cause of infection was identified as there was no growth in media. It was reported that the patient was doing fine and had been discharged. (B)(4).

Event description:
It was reported to medtronic neurosurgery that there was no improvement in the patient¿s motor skills after implantation of the valve even though the pressure level was progressively decreased from 2.5 to 1.5. According to the report, the patient was diagnosed with parkinson¿s disease in 2005. The report stated that a shunt-o-gram was performed which showed there was flow through the system and that it was not obstructed. According to the report, the valve was functioning properly. Reportedly, lumbar puncture test showed signs of infection like elevated wbc and protein in csf. The report stated that the valve was explanted and the patient was set up on antibiotics. Reportedly, the physician had performed a patency test after explanting the valve and it seemed to be working fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.